Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier jaws were not working properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was sent out for shipping on 5/11/26. Clip applier wouldn't provide enough force to close the clip on the tissue. A second clip applier was used and worked properly.